Event description:
The lead was cut and capped and left in situ due to a report of a j retention wire fracture without protrusion through the outer polyurethane insulation.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, intravascular counter traction, laser no complications.